Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2ml juvéderm® voluma® with lidocaine in cheeks (ck1,2,3). One day later, patient developed inflammation due to infection in right eye. Two days later, patient was prescribed keflex. The next day, patient was treated with hyalase® and clarithromycin 500mg po. The following day, hcp noticed improvement.

Event description:
Additional information reported patient was treated with antibiotic eye cream and awaiting a review by the optometrist once this treatment has ceased.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.8.